Manufacturer narrative:
Analysis of the returned subject device confirmed the reported issue: at first, the smart spot turns on orange light; then, three green led and red pit light up. Review of the log permit to confirmed that the sim card is still active. The root-cause could not be clearly established. The most probable hypothesis is that a hardware issue is responsible for the reported event. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter displays 3 green leds + fixed red heart button and there is no connection.